Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an unknown process step of peritoneal dialysis (pd) therapy, the ¿blue portion of transfer set disconnected from the rest¿ of the transfer set. It was further reported that when the rn went to disconnect the patient, the navy-blue portion of the transfer set completely dislodged from the rest of the transfer set. Subsequently, the patient developed peritonitis manifested by abdominal pain, nausea, and vomiting. The cause of the disconnection was not reported. The patient presented to the pd clinic and was started on unspecified antibiotics for the event. The transfer set was changed. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. Visual inspection by naked eye observed the dark blue female connector separated from the light blue main body. The reported condition was verified. Functional testing was performed, including leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.